Event description:
It was reported that about eleven years earlier, the pace/sense portion of the right ventricular (rv) lead had been capped and replaced due to sensing/noise issues and the high voltage portion of the lead remained in use. Now it was reported that the pace/sense replacement lead was possibly fractured. High and varying impedance was noted, and non-physiologic non-sustained ventricular tachycardia (ns vt) episodes were recorded. Noise was also noted and the lead integrity alert triggered. The pace/sense replacement lead and chronic rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a breach of the inner insulation due to metal ion oxidation (mio).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2003; 6936 implantable tachy lead, (B)(6) 1997. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.